Event description:
It was reported that a shocking or jolting sensation at the implantable neurostimulator site occurred. There was no fall or trauma related to the event. When stimulation was off and palpation occurred it reproduced the shocking/jolting sensation.

Manufacturer narrative:
(B)(4).